Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) unused samples in original packaging were provided for evaluation. Based on the sample analysis, yellowish septum was observed on two of the returned samples. Based on the investigation findings, two of the returned samples were detected with yellowish discoloration; therefore, the reported defect was confirmed. The yellowish septum is most likely to have originated from the neo ballistol oil accumulation that was used for product lubrication purposes. The process flow analysis indicated that yellowish septum could occur at the assembly catheter to cannula station. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. An approved project is in place to further address issues with the foreign matter in the fluid path. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke when attempting to tie off (when being pulled to tie a knot). No adverse consequences. Additional information was requested.